Manufacturer narrative:
This device was exposed of at the hospital and will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A leakage on lead fault and high voltage fault involving the right atrial (ra) lead were also noted to have been triggered earlier in the year. Additional information provided from the field indicated there has also been a history of loss of capture and bad sensing on the ra channel. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was performed and the device was explanted and replaced. The ra lead was noted to exhibit high impedance and threshold measurements but was left implanted in the patient with a new device. The patient reported feeling pain during the procedure. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.